Event description:
Customer alleged discrepant results with meter compared to lab: date: (B)(6) 2012, inratio: 1.5, lab: 2.4. Date: (B)(6) 2012, inratio: 1.5, lab: 3.0. Results done within 5 minutes of each other. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Per technical services rep (tsr), user was on lovenox therapy at the time of testing. Lovenox is a member of a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for patients on heparin therapy." Per tsr, user reported pt on antibiotic medication at the time of testing. Per product insert, "certain prescription drugs and over-the-counter medications (eg antibiotics, pain relievers) can affect the action of oral anticoagulants." Either of these issues may be root cause. No further analysis of the reported results is appropriate given the off-label use of the product. In-house therapeutic donor testing has been performed on reported lot 272418 on (B)(6) 2012. Results as follows: donor: 1, inratio: 2.3, 2.0, 2.1, ref: 2.23, bias threshold: 1.23 - 3.23, %cv: 7.16. Donor: 2, inratio: 3.3, 3.1, 3.0, ref: 3.94, bias threshold: 2.94 - 4.94, $cv: 4.88. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Investigation conclusion: data analysis was not performed due to the pt's use of heparin while testing on inratio system. Limitations in package insert, "this test should not be used for patients on heparin therapy." This constitutes off-label use. No product was expected to be returned so retain products were sued for investigation testing. Retain strip testing results met accuracy and precision criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.